Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it took multiple attempts to place the right atrial (ra) lead. Once the pocket was closed the lead exhibited high thresholds and low p-wave amplitude. The pocket was reopened and the lead was repositioned to a more stable location. Approximately forty minutes post operation the lead exhibited no capture and a decrease in p-waves. An x-ray was performed and did not reveal a change in lead position. The physician decided to remove with passive lead and replace with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.